Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the metal sheet fell off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the metal sheet fell off. Nothing fell into patient's cavity but the disengaged part was lost in the operating room. Another device was used to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during right hemicolectomy, the metal sheet fell off. Nothing fell into patient's cavity but the disengaged part was lost in the operating room. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pins # 5,9, 10 and 11 on the pin pad were damaged. Pin 11 broke and came loose. The broken connector pin was not received. The device had been used in a procedure. The reported condition was confirmed. Investigation personnel found out that the pins were bent and damaged on the post-mitigation pin pad. Pin 11 broke and came loose. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user because the device had been used in a procedure. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. This failure is not a supplier or manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instructions for use (IFU) also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.